Manufacturer narrative:
Batch review performed on 12 april 2019: lot 114528: (B)(4) items manufactured and released on 03-mar-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: amistem h 01.18.132 ha coated std stem size 2 (k093944), lot 120133: (B)(4) items manufactured and released on 27-mar-2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
About 6 years after primary revision surgery for cup/stem impingement. The surgeon revised the patient cup, stem, liner and ceramic head.